Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a catheter, continuous flow. The customer reports that during the second run the physician noticed under fluoro the distal balloon had deflated. He re-inflated the balloon, but it deflated once again. The physician then aspirated and removed the catheter. The physician decided to open a second device to complete the case.